Event description:
It was reported by service report that the wheel were worn reducing the brake force. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - wheels.